Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: 10/17/2022. Additional b5 narrative: it was reported that the patient experienced abscess, abdominal pain, low grade fever, and fatigue.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿upon entering the abdomen and dissecting down to subcutaneous tissue, the surgeon encountered a very firm scar cavity with chronic fat necrosis, granulomatous changes, and likely chronic infection.¿ it was reported that the patient experienced severe pain, nausea, chills, infection, inflammation, swelling, loss of appetite, pulling sensations and extreme weight loss. No additional information is provided.